Event description:
The complainant reported that a female patient had an implant and abutment placed in fdi site (B)(6) on (B)(6) 2010. In (B)(6) 2010, the zi abutment fractured at the base. The abutment and dental crown became completely detached from the implant. The implant remained viable. There was no adverse effect to the patient as a result of the reported abutment fracture.

Manufacturer narrative:
Visual analysis of the returned abutment and crown revealed that the abutment was fractured and had become detached from the implant. A portion of the abutment was completely encased in the crown, the remainder of the abutment had been discarded by the patient. The area around the base of the implant where the breakage occurred was found to be ragged and uneven. Events of this nature are usually caused by excessive torque force used to secure the abutment screw. A torque setting over the recommended 30ncm can result in fractures toward the base of the zirconia abutment. Additional information received from the complainant indicated that the abutment had been prepped prior to attaching it to the implant. Modification can lead to abutment fracture. Due to the inherent nature of materials used for ceramic abutments, failure of this nature are not unexpected. The root cause of this event is likely attributed to user technique and/or operational context. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. Keystone dental (B)(4).